Event description:
Caller reported that a continuous glucose monitor (cgm) error occurred, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller through the process. However, the error persisted, and it was decided that a replacement pump would be issued.